Event description:
It was reported that the device had a cp icon that would not clear. The device was returned and evaluated at physio-control. The device was found to have no dc operation.

Manufacturer narrative:
Physio-control further evaluated the device's therapy pcb assembly and determined the root cause of failure to be battery three of the internal hlc battery due to a broken tab from the negative terminal. A replacement device was provided to the customer.